Manufacturer narrative:
The investigation for the product damage has been completed. The pump was not returned for investigation, and the data log was not returned either. According to the clinical report, side arm damage was found damage during transportation, accompanied by a low purge pressure alarm. The clinical team indicated signs of a purge leak on the pump, as the low purge pressure alarm had been triggered. So the product damage failure mode was updated to purge leak-pump failure mode. The cause of the purge leak issue was not determined since product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support. While on support, a crack was found in purge sidearm after transporting the patient. Decision was made to replace the impella. There was no reported patient harm.